Event description:
It was reported that infusion set cannula was bent due to lack of subcutaneous tissue at the insertion site event on 05-mar-2026 and the patient was experienced high blood glucose levels and treated with insulin pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.